Manufacturer narrative:
The biosense webster inc. Product analysis lab received the device for evaluation on (B)(6), 2020. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No:(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that during the procedure, the white inner hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was detached, and leaking was observed. The sheath was replaced, and the issue resolved. No medical/surgical intervention was required. No air entered to the patient. No patient consequence was reported. A picture of the issue was provided. The picture was reviewed and it seems that the hemostatic valve was dislodged inside the hub which confirms what was reported in the event description. The event was assessed as a MDR reportable hemostatic valve separation issue.

Manufacturer narrative:
On 7/23/2020, the product investigation was completed. Summary: it was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that during the procedure, the white inner hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was detached, and leaking was observed. The sheath was replaced, and the issue resolved. No medical/surgical intervention was required. No air entered to the patient. No patient consequence was reported. Device evaluation details: according to pictures provided by customer, hemostatic valve was observed folded inside the hub, detached from the brim cap and friction ring, and dry blood residues were also observed on the hub and handle of vizigo. A visual inspection was performed and it was found that the hemostatic valve is dislodged inside the hub of the device .the dislodged condition noted on the hemostatic valve is related with the costumer complaint and may have appeared to have been caused by excessive force and handling being applied to the device however none of those can be conclusively determined. A manufacturing record evaluation was performed for the finished device 00001277 number, and no internal actions related to the complaint was found during the review. The customer complaint was confirmed. The root cause of the dislodged hemostatic valve inside the hub could be related to handling of the device during the procedure however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).